Manufacturer narrative:
D10 concomitant product: vlls10gen; vlls10gen ls series vessel sealing gen; (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the gastric bypass, the device did not observe adequate vessel sealing in 1-2 mm minor omentum, then repeated seal cycles. The device had evidence of energy delivery and end tones were heard. It was noted that there was no good seal took place before the issue occurred. The clamp was wiped very frequently with saline solution to terminate the procedure because no other clamp was available. Another device was used successfully with the same generator. The patient had less than 250 cc blood loss.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and street 1), d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, videos were provided. Visual inspection noted that several videos depicted the device clamping on tissue. As the recordings had no audio, activation or alarm tones could not be confirmed. One video clearly showed steam, indicating that the device had activated on the tissue. It was reported that there was a partial seal. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass, the device did not observe adequate vessel sealing in 1-2 mm minor omentum, then repeated seal cycles. The device had evidence of energy delivery and end tones were heard. No alarms occurred and vessel cycle appeared normal, but it didn't seal. It was noted that there was no good seal took place before the issue occurred. The clamp was wiped very frequently with saline solution. The surgeon completed the procedure using other devices as no other device was available. The same generator was used in the next procedure with a brand-new device which functioned without issues. Patient had less than 250 cc blood loss.